Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00645. It was reported the patient's leads had migrated up. As such, the patient underwent surgical intervention on (B)(6) 2019, wherein the same leads were repositioned and re-anchored.

Event description:
Device 1 of 2: reference MFR. Report#: 3006705815-2019-00645. Follow-up information revealed the patient has effective therapy following the procedure and the issue is resolved.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2019-00645.